Manufacturer narrative:
The device has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the battery cap was difficult to remove from the pump once it had been loosened. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the battery cap was returned to animas and evaluated on 11/17/2014 with the following findings: the initial allegation of the battery cap not being able to be removed from the pump could not be duplicated. The battery cap could be removed with little difficulty.